Manufacturer narrative:
Customer should not have run patient samples when automatic quality control (aqc) was turned off on the instrument. Customer indicated that no patient results were questioned by their medical staff. Siemens has issued siemens knowledge base (skb) in order to inform customers to turn automatic quality control (aqc) back on before running patient samples on the instrument. Customer indicated that they have the customer bulletin 31297 regarding disabled aqc. The event has occurred due to an operator error.

Event description:
Customer reported that automatic quality control(aqc) was not run on the instrument during (B)(6) 2014. Customer also reported that 20 patient samples were run during this timeframe. There was no report of injury due to this event.